Manufacturer narrative:
Complaint conclusion: the complaint received states that (B)(4) study patient had elevated cardiac enzymes and atrial fibrillation post index procedure. This is a (B)(6) female with medical history including angina, mi and stenting of target vessel with non-cordis stent ((B)(6) 2009), coronary artery disease, hyperlipidemia, hypertension, atrial fibrillation, copd, diabetes mellitus type ii with retinopathy, neuropathy, or nephropathy, past smoker, acid reflux, depression, abnormal heart beat, allergy to levaquin, codeine and valium, cholecystectomy, and cataract surgery. The indication for the index procedure was a positive function test of ischemia and unstable angina. The target lesion was in the mid right coronary artery (rca). The vessel diameter was 3.25mm and the lesion length was 50mm. The target lesion classification was a type c. The lesion was an in-stent restenosis of a non-cordis drug eluting stent. Pre-procedure stenosis was 70%. A (B)(4) was deployed at 22atm. The stent was post-dilated with a 3.25 x 15mm balloon at 20atm. Another (B)(4) was deployed at 18atm, proximal to and abutting the previous stent to fully cover the lesion. Post-procedure stenosis was 0%. Post-procedure, the patient experienced elevated cardiac enzymes with troponin I peak at 3.55 the day after the procedure (pre-procedure troponin was within normal limits). The study coordinator reported that there were no cardiac events intra or post-procedure. The patient remained hospitalized for 5 days due to history of severe copd and was diagnosed with pneumonia with hemoptysis and went into atrial fibrillation four days after the index procedure. The atrial fibrillation was treated with a heparin drip and multaq and resolved in one hour and forty minutes. The atrial fibrillation cannot be dissociated for the stent placed in the rca vessel. The rca supplies blood to the rhythm regulation centers of the heart and disturbances in blood flow can alter the cardiac rhythm. Approximately a year and 3 months post-procedure ((B)(6) 2011), the patient presented with hemoptysis and stable angina and had an abnormal stress test. The patient had a ptca of the proximal lad and the proximal circumflex. A drug-eluting stent was implanted in the proximal lad and a bare metal stent was implanted in the proximal circumflex. The hemoptysis was treated medically. According to the investigator, the hemoptysis and stenosis were not related to cordis products. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Arrhythmia is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. There is no sterile lot number information available thus no DHR could be performed. No corrective action will be taken at this time. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. In this case, the index lesion was in the rca in the face of a positive stress test with angina, making the patient much more prone to ischemic related arrhythmias. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00427 and 3003742446-2011-00428.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had a peri-procedural mi and atrial fibrillation post index procedure. This is a (B)(6) female with medical history including angina, mi and stenting of target vessel with non-cordis stent ((B)(6) 2009), coronary artery disease, hyperlipidemia, hypertension, atrial fibrillation, copd, diabetes mellitus type ii with retinopathy, neuropathy, or nephropathy, past smoker, acid reflux, depression, abnormal heart beat, allergy to levaquin, codeine and valium, cholecystectomy, and cataract surgery. The indication for the index procedure was a positive function test of ischemia and unstable angina. The target lesion was in the mid right coronary artery (rca). The vessel diameter was 3.25mm and the lesion length was 50mm. The target lesion classification was a type c. The lesion was an in-stent restenosis of a non-cordis drug eluting stent. Pre-procedure stenosis was 70%. A cxs33300 was deployed at 22atm. The stent was post-dilated with a 3.25 x 15mm balloon at 20atm. Another cxs33300 was deployed at 18atm, proximal to and abutting the previous stent to fully cover the lesion. Post-procedure stenosis was 0%. Post-procedure, the patient experienced elevated cardiac enzymes with troponin I peak at 3.55 the day after the procedure (pre-procedure troponin was within normal limits). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The study coordinator reported that there were no cardiac events intra or post-procedure. The patient remained hospitalized for 5 days due to history of severe copd and was diagnosed with pneumonia with hemoptysis and went into atrial fibrillation four days after the index procedure. The atrial fibrillation was treated with a heparin drip and multaq and resolved in one hour and forty minutes. The atrial fibrillation cannot be dissociated for the stent placed in the rca vessel. The rca supplies blood to the rhythm regulation centers of the heart and disturbances in blood flow can alter the cardiac rhythm. Approximately a year and 3 months post-procedure ((B)(6) 2011), the patient presented with hemoptysis and stable angina and had an abnormal stress test. The patient had a ptca of the proximal lad and the proximal circumflex. A drug-eluting stent was implanted in the proximal lad and a bare metal stent was implanted in the proximal circumflex. The hemoptysis was treated medically. According to the investigator, the hemoptysis and stenosis were not related to cordis products. The index stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Arrhythmia is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. There is no sterile lot number information available thus no DHR could be performed. No corrective action will be taken at this time. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. In this case, the index lesion was in the rca in the face of a positive stress test with angina, making the patient much more prone to ischemic related arrhythmias. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00427 and 3003742446-2011-00428.

Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes and atrial fibrillation post index procedure. The indication for the index procedure was a positive function test of ischemia and unstable angina. The target lesion was in the mid right coronary artery (rca). The vessel diameter was 3.25mm and the lesion length was 50mm. The target lesion classification was a type c. The lesion was an in-stent restenosis of a non-cordis drug eluting stent. Pre-procedure stenosis was 70%. A cxs33300 was deployed at 22atm. The stent was post-dilated with a 3.25 x 15mm balloon at 20atm. Another cxs33300 was deployed at 18atm, proximal to and abutting the previous stent to fully cover the lesion. Post-procedure stenosis was 0%. Post-procedure, the patient experienced elevated cardiac enzymes with troponin I peak at 3.55 the day after the procedure (pre-procedure troponin was within normal limits). The study coordinator reported that there were no cardiac events intra or post-procedure. The patient remained hospitalized for 5 days due to history of severe copd and was diagnosed with pneumonia with hemoptysis, and went into atrial fibrillation four days after the index procedure.

Manufacturer narrative:
Cec adjudication minutes were reviewed. The committee agreed with the coding of and arc (peri-procedural pci), (B)(6) 2010. This event was previously captured as an elevated cardiac enzyme event. The file will be updated with removal of the enzyme code and a code for myocardial infarction (mi) will be added. The product was not returned for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note the codes have been updated to reflect this change in events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00427 and 3003742446-2011-00428.

Manufacturer narrative:
The atrial fibrillation was treated with a heparin drip and multaq and resolved in one hour and forty minutes. Concomitant medications at the time of the index procedure: singulair 10mg daily since 2009, verapamil 80mg tid since 2009, lovastatin 20mg daily since 2009, metformin 500mg bid since 1994, hydrochlorothiazide 25mg daily since 1983, aspirin 81mg daily since 2009, albuterol as needed since 2000, symbicort 80/45 bid, prevacid 30mg daily, zoloft 50mg daily, zyprexa 5m bid, coumadin 5mg daily since (B)(6) 2011, plavix 75mg, integrelin intraprocedure, heparin intraprocedure. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00427 and 3003742446-2011-00428.